Event description:
It was reported that, the cardiac resynchronization therapy pacemaker (crt-p) performed a lead safety switch for this right atrial (ra) lead due to an out of range impedance measurement. Since then, the pacing and the sensing configuration for this ra lead have been set to unipolar. Additionally, atrial tachy response (atr) episodes have being recorded as a result of noise and myopotential oversensing. The technical services (ts) discussed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the cardiac resynchronization therapy pacemaker (crt-p) performed a lead safety switch for this right atrial (ra) lead due to an out of range impedance measurement. Since then, the pacing and the sensing configuration for this ra lead have been set to unipolar. Additionally, atrial tachy response (atr) episodes have being recorded as a result of noise and myopotential oversensing. The technical services (ts) discussed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.